Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred while the patient was connected for peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the alarm. The patient's care giver stated that the patient would re-start therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.